Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A " faulty air bubble alarms. Equip shut down" was reported. It is unknown whether the device was being used for treatment or diagnosis. A getinge service technician performed a preventive maintenance on 2021-10-12. The reported failure could not be confirmed. The unit was tested and put back in use. The log files of the cardiohelp were analysed by getinge experts. No voltage related errors could be confirmed on and around the reported date of event. It was seen in the provided log files that on 2021-10-21 the cardiohelp logged the following error messages: ¿arterial bubble detected¿ and ¿no flow signal¿. In addition the flow/bubble sensor was disconnected from the cardiohelp once. Thus, an exact root cause could not be identified and confirmed. Based on the log file analysis a relation to the following possible causes in the current risk file could be linked: - wrong bubble sensor information; - influence due to other ultrasonic devices (e.g. Flow sensor); - bubble sensor not plugged but recognized; - connection of non-capatible sensor; - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage); - detection of no-existing bubbles. Based on this results the reported failure " faulty air bubble alarms. Equip shut down ¿could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will be submitted when additional information become available. No more details were provided. Additional information were requested, but answer still pending.

Event description:
A "faulty air bubble alarms. Equip shut down" was reported. No more information available, but requested. Complaint number: (B)(4).